Event description:
It was reported that this device alerted motor rate error. No intervention and no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal removed, top case cracked, left-bottom corner cracked, bottom case cracked, battery door cracked, and ear clip cracked. A review of the event history log found a motor not running error. Occlusion testing was performed and duplicated the motor not running error. It was observed that the issue was caused by a combination of motor assembly issues due to normal wear. It was indicated the pump was over 8 years old. Based on the evidence, the root cause was attributed to normal wear.